Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported they were practicing with a dummy tummy and entered in the wrong settings at the daytime manual exchange which cause the cycler to think there was more fluid than there was. A large drain volume was observed in drain 1 of 3 of treatment (1850ml of 497ml). Upon follow-up, the pdrn stated they were practicing with the dummy tummy and had inadvertently entered in the wrong settings at the daytime manual exchange, which caused the cycler to think there was more fluid than there was. The pdrn stated the during the simulated treatment there was a large drain 1 volume of 1850ml as compared with the 500ml fill volume during cycle 1. The pdrn stated there was no patient involvement or injury associated with the reported event, and the cycler has since remained in service without further issue.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported they were practicing with a dummy tummy and entered in the wrong settings at the daytime manual exchange which cause the cycler to think there was more fluid than there was. A large drain volume was observed in drain 1 of 3 of treatment (1850ml of 497ml). Upon follow-up, the pdrn stated they were practicing with the dummy tummy and had inadvertently entered in the wrong settings at the daytime manual exchange, which caused the cycler to think there was more fluid than there was. The pdrn stated the during the simulated treatment there was a large drain 1 volume of 1850ml as compared with the 500ml fill volume during cycle 1. The pdrn stated there was no patient involvement or injury associated with the reported event, and the cycler has since remained in service without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.